Manufacturer narrative:
Additional information (14-oct-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. No product non-conformance has been identified with the tnih assay or the dimension exl 200 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation initial MDR 2517506-2021-00275 was filed 01-oct-2021-2021. Mdrs 2517506-2021-00273, 2517506-2021-00274, and 2517506-2021-00276 were filed for the same event. MDR supplements 2517506-2021-00273 supplement 1, 2517506-2021-00274 supplement 1, and 2517506-2021-00276 supplement 1 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event. Mdrs 2517506-2021-00273, 2517506-2021-00274, and 2517506-2021-00276 were filed for the same event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The discordant result was reported to the physician(s). The sample result was questioned and the sample was reprocessed after recalibration of the tnih assay. A lower result was obtained and a corrected report was issued. The customer stated that the patient was admitted due to the elevated tnih result and heparin was administered. There are no known reports of adverse health consequences to the patient due to the hospital admission or heparin treatment.